Manufacturer narrative:
No sample collection or centrifugation data was supplied to date. The customer supplied system checks from (B)(6) 2011 with all portions passing within published specifications. A system check was performed on (B)(6) 2011 and failed multiple portions. It was repeated and passed within specifications. The customer's qc charts indicate that qc has been recovering within established ranges. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse performed multiple system checks that recovered with passing results. The fse verified hardware performance, adjustments, and performed troubleshooting on the system. Although hardware issues were addressed, a definitive root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci), in regards to obtaining erroneously low results below the therapeutic range for digoxin on one patient's sample, generated by the access 2 immunoassay system. The sample was run in duplicate on the original instrument and on an alternate instrument recovering higher results above the therapeutic range. No erroneous results were reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.